Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s hospitalization for peritonitis. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-known potential complication is pd patients. The patient¿s pd culture yielded growth of klebsiella pneumoniae which is an organism that is commonly found in human intestines. The patient had concomitant uti with klebsiella pneumoniae which is not uncommon in dialysis patients and the elderly. Therefore, based on the information available, the patient¿s peritonitis can be reasonably associated with concomitant uti, as reported by the pd nurse. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient on peritoneal dialysis (pd) had peritonitis and required removal of the pd catheter (not a fresenius product) with transition to hemodialysis. There were no reported allegations that a fresenius device or product issue caused or contributed to the event. During follow-up, a pd nurse reported the patient was experiencing symptoms of cloudy pd effluent and abdominal pain. As a result, on (B)(6) 2020 the patient was hospitalized. During hospitalization, a pd culture was obtained which yielded growth of klebsiella pneumoniae. Per the nurse, the patient also had concomitant urinary tract infection (uti) with klebsiella pneumoniae. The patient was initially treated with vancomycin and gentamycin intra-peritoneal (dosing unknown). However, it was reported the patient did not respond to antibiotic therapy. As a result, the patient subsequently had the pd catheter (not a fresenius product) removed while hospitalized and the patient was transitioned to hemodialysis for renal replacement needs. The patient remained hospitalized at the time follow-up was completed. Per the nurse, this was due to the patient needing to build strength before hospital discharge as the patient is elderly. However, it was reported the patient is recovering from the event. The nurse reported the patient did not have any adverse effects from use of any fresenius device or product. The nurse indicated the peritonitis was directly related to the uti.